Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ocular fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the cfb (coherent fiber bundle) fluid damage, the screen mask fluid damage, and the angle wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.